Manufacturer narrative:
Several unsuccessful attempts (12/07/2010, 12/23/2010 & 01/04/2010) were made to gain further device/lot# info.

Event description:
The indication for this cardiac lead removal was an acute pocket infection post-implantation (lv lead) one month previous. The case was conducted in the ep lab with both arterial line placement and active fluoroscopy. Three leads (ra, rv & lv) total to be removed; lead age of the ra & rv leads are 5yrs old. The md debrided the pocket and prepped the leads with lld#2s. The md successfully removed the lv lead with gentle traction on the lld only. He then opened the 12f sls and began lasing the ra lead, eventually needing to up-size to the 14f sls in order to remove the lead. While lasing the last lead with the 14f sls, the pt's arterial blood pressure began to slowly decrease. The md stopped lasing, ordered a stat echocardiogram and paged the CT surgeon who arrived within 5 mins. During the time prior to the CT surgeon arriving, the echo showed fluid in the pericardium, a pericardiocentesis was performed by the CT surgeon and the remaining lead removed without further complication. The pt's vital signs responded well to the procedure and was eventually transferred to the ICU for overnight monitoring. There were no devices retained for return engineering analysis.